Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The xtw clip was inserted and successfully deployed, reducing mr to a grade of 1. However, shortly after deployment, mr increased to a grade of 4. It was then observed that the clip had torn a hole in the anterior leaflet. For treatment, a vascular plug was placed over the hole. After the plug was implanted, the mr reduced to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the tissue damage appears to be due to procedural conditions, however tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.